Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead, product ID: 977a260, serial#: (B)(4), product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported that the lead on her right side slipped down 1 vertebrae. Patient stated her hcp was suspicious of this 2 months after date of implant. An x-ray was performed to confirm one of the leads slipped. Patient stated she could have a procedure with the neurosurgeon to put a plate in her spine to stop this but she did not want any more pain from another surgery. Patient stated she had other medical issues so she did not even notice her lead slip because her unrelated medical issues have been so bad. No further complications were reported/anticipated.